Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Additional information has been requested. Should new information or the device be received for evaluation, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) did not expand completely during a flow diversion procedure. The device was used to treat a patient's cerebral aneurysm at the right internal carotid artery. There was report of catheter resistance at the proximal segment. During deployment of the ped, the physician noticed the ped did deploy completely and was beginning to create stenosis in the proximal segment. Several attempts were made to recover and redeploy the ped, but were not successful. The ped was removed from the patient. No injury reported. New device was used to complete flow diversion procedure for the patient.

Manufacturer narrative:
The reported pipeline flex embolization device (ped) was returned for evaluation. As received, the distal segment of the pipeline flex braid appeared to be partially deployed outside of the microcatheter tip. The remaining braid along with the pushwire was found to be stuck within the microcatheter lumen. For further examination, the ped was pushed out of the microcatheter. The distal and proximal segment of the ped braid were found fully opened, but with moderate fraying. The distal hypotube of the push wire appeared to be stretched. Kinks and bends were also found at the proximal end of the pushwire. No other anomalies were observed. Based on the product analysis, the report of ped braid did not expand completely was not confirmed. The observe damages on the ped most likely occurred when high force or excessive friction encountered during delivery of the ped. The patient's vessel tortuosity could have contributed to friction and need for high force. However, the actual cause of the damages to the ped and the reported clinical observation could not be conclusively determined. The ped instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.